Manufacturer narrative:
H3: one device was received for evaluation. Service history was reviewed, and the device had no previous service history in the past 12 months. The reported complaint was confirmed through visual testing. The downstream occlusion (dso) and ustream occlusion (uso)seals were delaminated the seals were replaced and calibrated to fix the issue. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
It was reported that the downstream occlusion (dso) seal was damaged. There was no patient involvement.